Event description:
It was reported that the patient experienced syncope; the patient fell and broke his shoulder. Upon interrogation the pulse generator exhibited oversensing. The device remained implanted.

Manufacturer narrative:
Patient was injured but no intervention had been reported.